Event description:
Case was a 26 week gestation infant vaoptherm was used 4 days later for 82 days. Tracheitis developed and the tracheal culture taken. The pt was intubated and treated with antibiotics. The pt recovered without known long-term adverse results of the infection. The machine that was used for the pt was cultured; the cultures grew ralstonia. Six of the vapotherm devices were cultured by the hosp lab after use prior to disinfection. The cultures were taken from the water outlet. Two were positive for ralstonia only. A third was positive for ralstonia and another gram negative species. All the tested machines were rented. The machines had been processed per the MFR's written directions, and only sterile water had been used. The reporter stated that there were different directions in the video, and that the hosp followed the written instructions. The instructions stated that disinfection on the water side was not needed, and the hosp did not disinfect the water side. The hosp sent samples to dr, who confirmed the bacterial identification. The hosp also sent 3 new cartridges in their packages to the cdc. The reporter stated that the written cleaning process is cumbersome and is impractical, involving many steps. They have taken the machines out of service.